Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that during a heavily tortuous, heavily calcified, de novo, 99% stenosed, distal, left anterior descending artery stenting procedure, an unspecified floppy guide wire was advanced to the lesion. A xience v stent delivery system (sds) was advanced but would not cross the heavily calcified lesion and the proximal shaft broke in two pieces. The xience v sds was removed from the anatomy without intervention. The procedure ended without implanting a stent and the patient was treated only by medical management. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Subsequent information received: quality found the device kinked, not separated as reported. It was confirmed with the account that the correct device was returned and the device should have been reported as kinked and not separated in two pieces.

Manufacturer narrative:
(B)(4) the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.